Manufacturer narrative:
Continuation of d11: product ID: 8781; lot# serial#: (B)(6); implanted: on (B)(6) 2019; product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot#: (B)(4), ubd: 22-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal dilaudid (concentration unknown) at 750 mcg/day via an implanted pump. It was reported there was a catheter issue and it was asked and unknown when the event/difficulty occurred and would not be made available (legal/confidential reason). It was reported the patient was hospitalized after her last refill because she was found unresponsive after leaving the doctor¿s office for a routine pump refill. It was further reported that after a routine pump refill, the patient was not feeling well, but went to the (B)(6) to do some shopping. She was discovered unconscious in her car in the parking lot and taken by ambulance to the hospital where she was given narcan. She was admitted to the hospital without any other issues noted. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue; however, the patient did have a refill earlier in the day. They attempted a dye study, but the doctor was unable to withdraw any fluid. The patient was starting the wean down process for a planned revision and drug change. It was noted when they attempted to empty the catheter, there was no flow. The hcp was planning to wean her off the medication in case she was getting any intrathecally and possibly do a revision. It was asked, but unknown if surgical intervention was planned. The issue was not resolved at the time of this report and the patient¿s status was ¿alive, no injury.¿ the patient¿s weight and medical history were asked and would not be made available (legal/confidential reason). No further complications were reported.